Event description:
It was reported that the customer's had a problem on insulin pump with enlite sensor. The patient's blood glucose level was unknown. The patient's was disappointed with the enlite sensor because it gave low and high points. The customer's was also hospitalized but not in relations to low and high blood glucose level. The customer's was sick and throwing up. The patient's refused troubleshooting but want to be on the sensor to use the tips that was provided. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).